Manufacturer narrative:
Device not received for evaluation.

Event description:
The device was used during a low anterior resection procedure. Reportedly, the instrument cut and did not staple. The surgeon resected tissue and applied another device to complete the procedure. The hospital has reported that the pt's status is satisfactory.